Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the parent of the pt had noticed a decrease in performance since the beginning of (B)(6). The pt had been re-mapped and has access to sound.